Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
This is a complaint about no liquid flows from c180j during use. When the customer tried to take a sample from saline to prepare the solution, but they couldn't get any.

Event description:
No additional information.

Manufacturer narrative:
(B)(4). Follow up MDR for device evaluation: one sample was provided to our quality team for investigation. Through visual inspection, no damage or defects were observed. Functional testing was performed and identified the fluid path was blocked by the adhesive which bonds the connector onto the spike. A device history review was performed for lot 2405211, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Retained samples of the same lot were used for additional evaluation. In all cases, liquid was able to move through the system without issue. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device, no issues related to this incident were identified during manufacturing. The needle which dispenses the solvent must be changed periodically to prevent clogging. When this is performed, the operator must ensure the needle is adjusted to the appropriate height to prevent the adhesive from being dispensed in the incorrect location. Based on our quality team's investigation, it was determined this incident was is related to operator error. Manufacturing personnel have been notified of this incident to increase awareness of this matter. A project has been initiated to reduce reoccurrence of this incident. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.